Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving appropriate hv therapy. The patient was at a rehabilitation center when he arrested and received 7 shocks. Not all of the therapies were effective. The patient was admitted to the hospital and dfts performed with mixed results. Programming adjustments were made. The physician elected to implant a medtronic subcutaneous patch to improve the defibrillation threshold. A successful dft was performed. The patient left the lab in a healthy state.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.